Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was tested, and the failure was unconfirmed via no duplication of the error codes. The pil also confirmed that this speaker emitted an audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker as well. This speaker was verified to be functional with no error.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse confirmed that the customer experienced a check vent: primary alarm failed (power speaker fail, diagnostic code 1102). A field service engineer (fse) then went onsite to further investigate the issue. The fse replaced the speaker to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.